Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.8x16 graftmaster stent delivery system was unable to cross the severely tortuous and severely calcified, chronic total occlusion in the mid left circumflex coronary artery to treat the perforation. A balloon dilatation catheter was able to cross which successfully sealed the vessel perforation. The patient was reported to be doing fine. No additional information was provided.